Event description:
The user stated she is sporadically receiving low calcium results on the cobas 6000. She stated the lab is currently rerunning any patient samples with values less than 8.9 mg per dl. The primary tubes are originally aliquoted by the mpa system. Initial testing is performed on the aliquots. When retested, the bd 7 ml gold top sst gel primary tube is used. The primary tube is also tested on the other cobas 6000 at the site. The repeat result from the original cobas 6000 is reported, if it correlates well with the other cobas 6000. The user provided six patient examples, of which three were discrepant. All results are in mg per dl. Sample 1, initial result was 8.6, repeat result was 9.4, and result from the other cobas 6000 was 9.3. Sample 2, initial result was 8.4, repeat result was 9.0, and result from the other cobas 6000 was 9.2. Sample 3, initial result was 8.9, repeat result was 9.8, and result from the other cobas 6000 was 9.8. The user stated "she is unaware of any actions or non-actions taken based on the values reported".

Manufacturer narrative:
The field service representative determined there was a fluidic misadjustment, and adjusted the fluidic setting. To verify the analyzer performance, qc and mechanism checks were performed with no errors generated and within specifications.